Event description:
Medtronic received information from a literature article regarding the intermediate outcomes of rapid deployment aortic valve replacement in the setting of multiple valve procedures. All data was collected from a single center between january 2014 and november 2017. The study population included 58 patients (predominantly male, mean age 73.5 years). Of these 58 patients, 15 underwent rapid deployment aortic valve replacement with concomitant mitral valve replacement using an edwards perimount magna ease valve or a medtronic hancock ii valve. No unique device identifier numbers were provided. Among all 58 patients, 15 deaths occurred within two years after surgery. No statement was made suggesting a causal or contributory relationship between hancock ii and the deaths. Among all 58 patients, adverse events included: peri-operative stroke; reoperation/re-thoracotomy for bleeding; major bleeding (treatment/intervention not reported); permanent pacemaker implantation; deep sternal wound infection; mild mitral insufficiency; and non-fatal thromboembolic events (with or without permanent neurologic deficit). Hancock ii may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: schlömicher m, et al. Intermediate outcomes after rapid deployment aortic valve replacement in multiple valve surgery. Thorac cardiovasc surg. 2020 oct;68(7):595-601. Doi: 10.1055/s-0039-1685178. Epub 2019 apr 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.